Manufacturer narrative:
The procedure was successfully completed with this device without complications on (B)(6) 2011. This report is being submitted to notify FDA of a serious adverse event that occurred post-procedure and was reported to angiodynamics on (B)(4) 2011. There was no report of device malfunction during the entire procedure. The company is trying to obtain additional information on the patient's medical condition. Any new information obtained by angiodynamics will be reported as follow-up. (B)(4).

Event description:
A male patient of unknown age presented for a nanoknife ledc ablation on (B)(6) 2011. The procedure was successfully completed with no harm or injury reported to the patient. Approximately thirteen (13) days post-procedure the patient was readmitted to the hospital for pancreatic fistula (grade 2) and deep vein thrombosis (grade 3): superior mesenteric vein, splenic vein, portal vein.